Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the moisture trap, membrane foil, air gas module, expiratory channel printed circuit board (pcb) and dc/dc and standard connectors pcb were determined defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The dc/dc and standard connectors converts the internal dc supply voltage +12 v_unreg into the internal dc supply voltages and also controls switching between mains power and external 12 v dc power supply. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The moisture trap is part of the expiratory cassette which is electrically connected to expiratory channel via the expiratory channel connector. The membrane foil consists of two parts, the front panel overlay and the membrane button foil. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).